Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call moisture damage and battery out limit alarm on the insulin pump. Customer¿s blood glucose level was 114 mg/dl. Troubleshooting was performed. Customer advised they fell into the ocean while wearing the insulin pump. Customer advised they were unable to clear the battery out limit alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test or verify battery out limit due to frozen display. Pump received with minor scratched lcd window, cracked belt clip slot, broken battery tube threads, missing end cap sticker, stained address/serial number label, missing reservoir tube o-ring and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.